Event description:
Nursing staff reported battery malfunction for temporary pacemaker. In 2005 7:53 pm medtronic temporary pacer displayed solid light on panel of pacer instead of flashing lights. Pacer "froze" without warning battery low. Acls protocol done, pacemaker box changed, pt paced and stabilized. Medtronic temporary pacer secured for review.